Event description:
(B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented with stable angina and the index procedure was performed. The 75% stenosed, 20mm x2.25mm, type c, diffused, de novo target lesion was located in the mid circumflex artery. The physician treated the lesion with pre-dilatation and placement of a 2.25x20mm promus element¿ plus stent at 16 atmospheres, resulting in 25% with timi 3 flow. Eight days post procedure, the patient was discharged from the hospital. In (B)(6) 2014, the patient presented due to coronary restenosis in mid circumflex artery. The physician treated the lesion with percutaneous coronary intervention (pci) and medication was also given to patient. Post procedure, the event was resolved.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).